Event description:
Initial reporter indicated that their handheld was having screen freeze issues. The (B) (4) handheld and (B) (4) programming software are at the manufacturer pending completion of product analysis.